Event description:
It was reported that a trained user requested to return the ilet after experiencing recurrent nocturnal low blood glucose while continuing to use the device, with lows lasting approximately 20 minutes to 2 hours and without use of backup therapy or ketone testing. Symptoms included hypoglycemia with dizziness and blurry vision. Outcomes included no lasting health consequences or impact. Investigation included complaint intake review and user education on the return process. Investigation of this case revealed that the cause of the hypoglycemia was unclear, with no device alerts or alarms reported and no troubleshooting requested by the user. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.

Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.